Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after making adequate vascular preparations, the user removed a 5x150 120cm smart flex self-expanding stent delivery system and flushed the device before use. After the stent was positioned at the lesion site, he fixed the delivery lever and pulled back the release sheath to the end of the release lever, and the release was completed. Only one-third of the stent length was naturally supported under dsa, and two-thirds were firmly fixed to the delivery rod without natural support. The surgeon attempted to pull the stent gently back in an attempt to disengage the stent from the bar but failed. In the end, the entire stent system had to be dragged out of the body and a new smart flex was placed. The removal of the device caused some damage to the patient's endothelial lining. This occurred in a superficial femoral occlusion in the long section of the patient. The user was very experienced in the use of the device. The vessel characteristics at the target site included moderate calcification, no tortuosity, 80% stenosis, no acute angle, no bifurcation, and the presence of chronic total occlusion (cto). There were no damages or anomalies noted to the device or packaging prior to use in the patient. During the deployment of the stent, no excess force was applied, and there was no indication that the stent was prematurely deployed, nor was any part of the stent prematurely deployed. No attempts were made to re-capture the stent. The device was not attempted to be deployed outside of the body. Damage to the patient's endothelial lining was noted based on the operator's dictation, which described that after the stent was released, one-third of the length of the stent was affixed to the delivery rod and could not be deployed, even after several attempts. Ultimately, the stent system had to be dragged out of the body and re-stented, and it is speculated that this process of dragging the stent out caused a certain degree of damage to the normal endothelium. The device is available for evaluation.

Manufacturer narrative:
As reported, after making adequate vascular preparations, the user removed a 5x150 120cm smart flex self-expanding stent delivery system and flushed the device before use. After the stent was positioned at the lesion site, he fixed the delivery lever and pulled back the release sheath to the end of the release lever, and the release was completed. Only one-third of the stent length was naturally supported under dsa, and two-thirds were firmly fixed to the delivery rod without natural support. The surgeon attempted to pull the stent gently back in an attempt to disengage the stent from the bar but failed. In the end, the entire stent system had to be dragged out of the body and a new smart flex was placed. The removal of the device caused some damage to the patient's endothelial lining. This occurred in a superficial femoral occlusion in the long section of the patient. The user was very experienced in the use of the device. The vessel characteristics at the target site included moderate calcification, no tortuosity, 80% stenosis, no acute angle, no bifurcation, and the presence of chronic total occlusion (cto). There were no damages or anomalies noted to the device or packaging prior to use in the patient. During the deployment of the stent, no excess force was applied, and there was no indication that the stent was prematurely deployed, nor was any part of the stent prematurely deployed. No attempts were made to re-capture the stent. The device was not attempted to be deployed outside of the body. Damage to the patient's endothelial lining was noted based on the operator's dictation, which described that after the stent was released, one-third of the length of the stent was affixed to the delivery rod and could not be deployed, even after several attempts. Ultimately, the stent system had to be dragged out of the body and re-stented, and it is speculated that this process of dragging the stent out caused a certain degree of damage to the normal endothelium. The device is available for evaluation.one image and three videos were sent in by the customer for review.image 1 depicts a pta balloon catheter inflated inside the vessel and both marker bands visible in the angiographic image.video 1 depicts a stent delivery system advanced inside the lesion and a self-expanding stent being deployed inside the vessel; however, approximately fifty percent of the stent is deployed prior to the difficulty encountered.video 2 depicts the inflation of a pta balloon catheter inside the vessel and both marker bands visible in the angiographic image.video 3 is a one second angiographic video of the diseased sfa vessel and a collateral flow can be seen.the device was then returned for analysis. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing one kink located approximately 126.5 cm from the distal tip. Also, the proximal end of the outer sheath is separated from the hemostasis valve 129 cm from the distal tip. The stent is fully deployed and was returned for analysis properly expanded without any damage. However, when reviewing the manage sample image, the stent is partially deployed. Therefore, the stent deployment occurred after the device was returned and is most likely a result of decontamination and/or shipping. The hemostasis valve is tightly closed. No other outstanding details were observed on the returned device. Functional testing could not be performed due to the severe kinked and separated condition impeding the normal functional examination. The separated edges of the outer sheath were evaluated with a vision system observing that the separated material presented evidence of elongations on the edge. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. Dimensional analysis was performed to verify the correct ID of the shaft. Measurements were taken on the distal section and analysis results were found within specification.the reported ¿stent delivery system partial deployment¿ can be observed in the video provided for review and in the manage sample as received. A separation of the outer sheath was noted, and a kink was observed approximately 126.5 cm from the distal tip. However, the exact cause of the reported event remains undetermined. Functional analysis could not be performed due to the kinked and separated condition of the device, which impeded the normal functional examination. The device analysis concluded that the delivery system was subjected to forces exceeding its material yield strength prior to the observed separation of the outer sheath and kinking suggesting difficulties were encountered. Elongations were evident on the edges of the separated outer sheath, indicating material tensile overload. Based on the available information, it is likely that handling, vessel characteristics (such as moderate calcification and stenosis with cto), along with procedural factors contributed to the events reported by the customer, as evidenced by the analysis findings. The adverse event of ¿vascular injury¿ as a result of using the product cannot be verified, this is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. ¿potential hazards and side effects include, but are not limited to: intimal injury/dissection.¿ according to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.